Event description:
It was reported that the physician¿s tablet device showed an ¿unable to open port¿ message. A new serial cable was provided but did not resolve the issue. It was noted that the usb port on the tablet was loose and the source of the problem. The physician had previously stepped on the serial cable which may have caused damage to the usb port. The tablet device was returned to the manufacturer for analysis. A broken wire connection in the serial cable db9 hood assembly was found. Once the wire was soldered on to the pcb, no further anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with the usb port were identified during the analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.